Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This report is being filed to correct the h6: patient code and outcomes, h3: device eval by MFR sum and b2: outcomes attrib to adv. Attach attribute to adverse event.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). Analysis showed that the battery diagnostic data indicated that the power consumption of this device has been increasing for over a year. The malfunction appeared consistent with other pulse generator that have had continuous average power increased. The device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). Analysis showed that the battery diagnostic data indicated that the power consumption of this device has been increasing for over a year. The malfunction appeared consistent with other pulse generator that have had continuous average power increased. The device was explanted. No additional adverse patient effects were reported.